Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the reagent probe a collar wash solenoid valve to resolve the leak. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer reported a leak from reagent probe a on their unicel dxc 800 synchron system. The customer stated the leak was contained to the instrument with fluid found under the probe. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.